Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a barcode reading error caused patient results to be associated with incorrect sample ids on an advia centaur xp instrument. Siemens determined that the issue was not due to the barcode reader, but rather an issue with rack loading. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that the cuvette was under a clip on the sample queue. The cse adjusted the pusher, performed preventative maintenance and ran multiple racks with no issue. The customer stated that the issue had not reoccurred since the cse service. A rack loading problem potentially contributed to the incorrect sample ids. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the rack pusher on an advia centaur xp instrument was out of alignment, causing the first sample in the sample rack to be skipped. The results for the subsequent samples were mislabeled with the next sample's sample ids. None of the incorrect results were reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, and the repeat results were considered correct. There are no known reports of patient intervention or adverse health consequences due to results being mislabeled with the incorrect sample ids.